Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of erroneous ise indirect na for gen.2 results for multiple patient samples on a cobas 6000 c (501) module. Of the data provided, there were erroneous na results for 2 patient samples. For sample 1 the initial na result was 133 mmol/l and the repeat result was 144 mmol/l. For sample 2 the initial na result was 130 mmol/l and the repeat result was 141 mmol/l. The repeat testing was performed on a different module. It was asked but not known if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na electrode lot number was a03. The expiration date was not provided. The field service engineer (fse) was informed by the customer that they observed a deviation with the na qc after the morning calibration for the last three weeks. The fse replaced the ise bath, ise tubes, sipper probe, and the electrode. There have been no additional issues.